Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The sample had a cracked lens. Accuracy test was performed and the device failed, it was out of specification. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced expulsor.

Event description:
It was reported that the pump failed preventive maintenance. No patient injury was reported.